Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the longevity information received from the patient management database application was different that the information from the remote monitoring network. Advised caller that the patient management database application calculates remaining longevity differently than the network, and the clinician should follow what the network shows. Further investigation is being conducted. There was no patient involvement.